Event description:
Baxter reported the following: disconnection. During pts apd treatment pt awoke by alarm (alarm type not noted) and pt noticed that pt line had become disconnected from the apd line. Add'l info rec'd from baxter indicates that the pt was observing proper procedures while connecting to the setup "as far as the staff are aware". Additionally, it is unknown at what point in therapy the disconnection occurred. No pt injury or medical intervention was reported by baxter.